Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the usm with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the field service engineer (fse) contacted the technical support engineer (tse) to report errors on the universal surgical manipulator (usm)3. The tse recommended the replacement of usm3. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the customer informed the issue occurred during the procedure. Arm 3 was disabled, and the procedure was completed robotically with no injury or harm to the patient.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and the error 32098 was confirmed in the logs as happening in the field, but the error was unable to be replicated. The usm passed all relevant testing on a test fixture and was installed on an in-house system and behaved as expected. Failure analysis identifies that the pitch motor module and flat flex cable (ffc) could be consistent with the reported event. Although the root cause is linked to the device, it is unable to be traced more specifically at this time. The usm passed all relevant testing during failure analysis and was working as expected.

Event description:
Refer to h11 for follow-up information.